Event description:
The customer reported that the ground pin on power cord was damaged. No pt injury was reported.

Manufacturer narrative:
The ge service re replaced the power cord. Tested system by repeatedly booting with no failures. System functions as intended.